Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, seroma-late.

Event description:
Healthcare professional reported a right side rupture, lobulated in contour prothesis with presence of periprosthetic fluid, calcifications, alteration in the morphology of the prosthesis with periproctic fluid that suggests the presence of changes due to capsulitis, siloconoma, silicone deposits in right axillary lymph nodes". The device has been explanted.